Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that rep met with the patient and provided a wide pulse width program which the patient stated will call as needed for reprogramming. Patient still feels burning sensation in her pocket area which has not improved or worsened. Patient stated she will call health care professional (hcp) if continues. Patient agrees that she needs this issue evaluated by the hcp . Rep also checked impedances which were fine and patient had no further concerns. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery pocket pain was significant since their implant in (B)(6) 2018. They felt a burning pain at the pocket site. The representative planned on meeting with the patient for troubleshooting. No further complications reported.